Event description:
Approximately five (5) months after the index procedure, the pt returned for follow-up coronary angiography. The angiogram demonstrated thrombus present in and distal to the previously implanted cypher stent. The pt was reported to have not complained of chest pain until this time. Eight (8) days after the angiogram, the late thrombosis was treated by aspiration of the thrombus and percutaneous transluminal coronary angioplasty (ptca). The physician's comment regarding the possible cause of the late thrombosis was that it may have been because the pt did not received ticlid or a substitute antiplatelet drug. The index procedure was an elective case. The target leison was the proximal right coronary artery (rca). The lesion was reported to be: de novo, concentric, moderately calcified, not tortuous, not a bifurcation lesion, absent of pre-existing clot, 17.7 mm in length, and type c. The lesion was not pre-dilated. A cypher 3.5/23 mm stent was deployed at 15 atm for 30 sec. The stent to vessel sizing was not one to one (1:1). The stent was post-dilated with a 4.0/10 mm balloon at 10 atm for 30 sec. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Pre-procedure medications were: aspirin 200 mg/day. Intra-procedure medications were: 200 mg/day and heparin 10,000 units. Post-procedure medications were: aspirin 200 mg/day, cilostazol 200 mg/day, and warafarin potassium 3 mg/day.